Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device battery status re-evaluated within 90 days. Subsequently, this device was explanted. No additional adverse patient effects were reported.